Event description:
It was reported that the patient experienced an overdose. At the time of this report, the patient¿s physician was looking for a physician to remove the pump after she was overdosed following a pocket fill that occurred in (B)(6) 2014. The physician that implanted the pump was the managing physician and the one that overdosed her. The patient experienced symptoms of drowsiness. Withdrawal symptoms, if any, were managed in the hospital. The patient was admitted to the hospital on 2014 (B)(6). The following day, the pump was programmed to 2mg/hour and decreased to 1.2mg/hour. On 2014 (B)(6), the patient was discharged. The cause of the difficulty filling/aspirating the pump was a suspected over-pressurization/locked reservoir valve. The patient¿s pump was able to be refilled. The healthcare provider (hcp) noted that 2 kits were used. The first needle was used and the hcp was unable to aspirate, even with the valve open. Per the hcp, in retrospect, clinically the patient behaved as if she had received approximately 3 days of medication at once. The exact mechanism was unclear. As of 2015 (B)(6), the patient was okay and had recovered without permanent impairment. The device system was used to deliver morphine 25mg/ml at 2.4mg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer that when the previously reported pocket fill occurred, the patient almost died. The patient went to the intensive care unit (ICU) after the pocket fill, and the pump was turned down to minimum rate. The patient's blood pressure also "crashed" when the pocket fill occurred.